Event description:
On 7/31/96, loss of output was observed, the pacer could not be inquired and no magnet response was obtained. During the replacement operation, pacing was suddenly observed at a rate of 76 ppm while using electrocautery. After explantation, the serial number of the device was not recognized as valid. The doctor requests an analysis.